Manufacturer narrative:
Date is estimated; month and year are valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and urina ry/bowel dysfunction. The patient reported the ins has slipped down almost 2 inches. It is working fine but it keeps moving. Patient noted their husband applies lotion to their back and also agreed the device is slipping. Patient stated their knee will also intermittently go out and the other day they could not put any weight on it and patient wondered if the ins could be pressing on a nerve. The patient was redirected to their healthcare provider to further address the issue.

Event description:
Additional information was received from the patient (pt). Pt reported "it's not working again" (referring to therapy issue previously reported in this case). Pt reported they thought they "kind of had it but it petered itself out again so I up'd it one more". Pt reported they had gone to the bathroom three times since they had been on hold waiting to speak with patient services and reported today had been miserable. Pt stated they had been going to the bathroom so much and reported as soon as they started walking they start going. Pt reported every time they stood up they had to go to the bathroom and if they sat still they were ok. Pt reported they had to run errands today so they had to make sure they knew where the bathroom was all day. Pt reported symptoms are worse now since they last adjusted therapy. Patient services reviewed notes regarding pt's report that pt's ins had moved. Pt stated "last time when it moved" their doctor had them get x-rays and pt was told from x-rays that "everything was fine". Pt stated they confirmed leads were all in the right place. Patient services reviewed therapy overview. Pt connected with ins on the call and confirmed therapy was on. Pt initially increased stimulation on current program and reported stimulation almost made their leg jerk when they increased by .1 and reported stimulation was uncomfortable. Pt changed program and increased stimulation on the call and reported they felt stimulation made pt's leg move. Pt decreased stimulation down to where pt felt a slight tingling sensation that did not jerk their leg, but stated they were feeling stimulation in their leg, not bicycle seat area. Pt reported they usually feel stimulation down their right leg. Pt initially stated they were not feeling stimulation in bicycle seat area and stated they had never felt stimulation in that area. Pt later stated when they were laying in bed they could feel a little tingling in the bicycle seat area. Pt stated later in the call they were not feeling any stimulation at all. Patient services reviewed stimulation expectations. Pt stated the "nurse from [manufacturer]" (presumed manufacturer representative (rep)) just told pt what therapy setting to change to. Patient services reviewed role of patient services. Pt will monitor symptoms now that therapy change was made. Patient services redirected pt to healthcare provider (hcp) to further discuss issue. Pt mentioned during trial period they had to change programs. Pt stated they were frustrated now because they knew the therapy worked. Pt mentioned they had been in the hospital 22 times in the past 5 years. Pt stated their managing hcp does not know much about pt's ins. Pt stated this is all a continuation of event previously reported in this case and stated it started about a week ago. Pt stated "it worked ok for like a day or two then it's like it fell out again" (pt did not clarify this statement). Pt confirmed rep had not been notified of these issues as far as pt knows and stated rep only worked with pt with normal therapy management initially following date of implant.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that since friday ((B)(6)2022), the device doesn't seem to be doing it's normal job. Patient said as soon as they eat, they are having to go to the bathroom again and they feel continual pressure. Patient said it ruined their new years plans going to the bathroom so much and return in symptoms is not normal and took them by surprise. Patient said they have changed anti-diarrheal medications. They were on a medication when they first got the implanted device, changed to another medication and are now back on the same anti-diarrheal as when first implanted. Patient said they've gained 5 pounds. Patient also mentioned that that their ins is moving around quite a bit. Patient confirmed no falls or trauma. Patient said when they first encountered this issue they spoke with their managing hcp who did x-rays and said the wires are in place. Patient said the ins has moved since that appointment and were wondering if this could be causing therapy issues. Patient had made one adjustment in the past and changed programs. Patient wanted assistance increasing stimulation. Helped patient successfully connect external devices to ins and increase stim to a comfortable level. Patient said they can feel stim in their butt. Patient will monitor symptoms after making an adjustment. Redirected to managing hcp to address ins placement and therapy issues.